Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10 concomitant products: 693558 lead, implanted (B)(6) 2016; 5867-3m adaptor, implanted (B)(6) 2016. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2024 / serial #: (B)(6). D9: no. H3: no. H4: mfg date: 12-apr-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a loss of power. Log files were submitted and reviewed to evaluate the controller power-up, and a low flow alarm was observed. The cause of the low flow alarm was not determined; and the reason for the controller power-up was uncertain, with a possible accidental double disconnect of power sources suspected but not confirmed. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the controller exhibited a loss of power. Log files were submitted and reviewed to evaluate the controller power-up, and a low flow alarm was observed. The cause of the low flow alarm was not determined, and the reason for the controller power-up was uncertain, with a possible accidental double disconnect of power sources suspected but not confirmed. The controller and ventricular assist device (vad) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0, con424187. H3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (con424187) were not returned for evaluation as both devices remain in service. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several decreases in estimated flows and power consumption throughout the analyzed period and one (1) low flow alarm logged on (B)(6) 2025 at 02:11:06. Additionally, log file analysis revealed a controller power-up and associated pump start event logged on (B)(6) 2025 at 13:12:36, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated bat988900 was connected to power port one (1) with 75% relative state of charge (rsoc) and bat989308 was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power indicated bat988900 was connected to power port one (1) and bat989308 was connected to power port two (2). There were no anomalies leading up to the event. The controller was without power for fourteen (14) seconds. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, con424187 falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.